Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow issue was most likely patient condition related based on the data log investigation showing low flows from start of case and placement signal (ps) trending down, and clinical reports of patient's deteriorating condition requiring extracorporeal membrane oxygenation (ECMO)..

Event description:
The user facility reported that an implanted impella cp pump in a 68-year-old female patient was unable to get flows above .4 l/min. It was noted that active CPR was being performed due to complete cardiac standstill leading up to and throughout the event. The pump was replaced, but the patient later passed away. There is not enough evidence to disassociate the impella with the patient's outcome.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿